Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 8:30 pm, the patient's cgm was reading 63 mg/dl. The patient was reported to be "cranky" and "no longer himself." The patient's wife gave him two mini cans of soda to drink and called emergency medical services (ems). No bg meter reading was taken at this time. Upon arrival, ems recorded the patient's cgm reading at 65 mg/dl and the bg meter reading at 35 mg/dl. The patient was advised to remove his sensor. Ems treated the patient with IV dextrose and observed him for approximately 45 minutes. The patient's bg level increased to 149 mg/dl (the specific device used for this reading was not specified) before ems left. The patient remained at home and was reported to be "okay" at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when ems checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no calibration attempts to review. No additional patient or event information is available.